Event description:
Retrieval of iotrex was scheduled for 6:25pm 11/2004. Iotrex was removed at 11:00am the next day patient received 74 gy at 0.5 cm rather than the prescribed dose of 60 gy at 0.5cm. This occurred because of an oversight by the radiation oncologist.